Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material on the air water tube, cylinder, and the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause that led to the malfunctions could not be determined. The white foreign material on the air/water cylinder and air/water channel was unable to be identified. However, it is likely the foreign material inside the light guide lens remained, as the location of the foreign material was not on the external surface of the device, so the foreign material could not be removed by reprocessing. Furthermore, it's likely the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the lg-lens and caused corrosion. The following is included in the instructions for use regarding the air/water cylinder and air/water channel: "IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories).". The following is included in the instructions for use regarding the foreign material inside the light guide lens: "IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection.". The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.